Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that one sc45a device was returned with the anvil damaged the firing mechanism jammed. The device was received with a (B)(4) reload loaded on the device. The reload was received fully fired. After further analysis it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure that on the fourth firing on the portal vein that the blade would not retract, and the device was stuck on tissue. Surgeon wiggled the device till he was able to slide it off the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.